Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a bivona tracheostomy 7.5mm cuffed trach attempted to come out while the cuff was still inflated. The circumstances surrounding the event are unknown. No symptoms were reported.